Manufacturer narrative:
There will be no further investigation performed for this event. The customer has indicated that instrument logs are unavailable, no printouts are available, the exact time of results is unknown, and expected values are not available. The customer believes this to be a case of sample handling error. No further questionable results have occurred since this incident. Qc and calibrations are currently passing. The instrument is currently operational. The cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Sample handling was reviewed with the customer. The customer stated that subsequent comparative measurements matched very well. Siemens has requested the data logs for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 405 when compared to the rp 500. There was no report of injury due to this event.